Manufacturer narrative:
Calibration and quality control data were within specifications. The investigation did not identify a product problem. The issue of high results is consistent with the known macro hcg in this patient.

Event description:
The initial reporter stated they received questionable results for samples collected from one patient tested with the elecsys hcg + beta assay on a cobas e 801 module, serial number:(B)(4). On (B)(6) 2023, the hcg + beta result was 12 iu/l. On (B)(6) 2023, the hcg + beta result was 13 iu/l. On (B)(6) 2023, the hcg + beta result was 12 iu/l. At an unknown date, the patient had an hcg + beta result of < 0.5 ml u/l, tested by using the beckmann coulter method. The questionable results were reported outside of the laboratory.